Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the black power cable was confirmed. A photo showing the system controller with a tear in the outer jacket of the black power cable was provided. A photo showing the tear covered with a silicone tape was also provided. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis. The submitted log files contained data spanning approximately 32 days (B)(6) 2024 to (B)(6) 2024 per timestamps). There were no notable alarms active within the log files. The pump maintained a speed within the expected range throughout the log files. The root cause for the reported event was determined to be the patients pet bird biting the black power cable, per the provided information. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6) and found to have passed all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller and its power cables. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2024 a tear in the outer layer of the black power cable on the patient's system controller was observed. The tear was due to the power cable being bitten by the patient's pet bird. The date of the bite was unknown, however there was nothing in particular recorded in the alarm history. It was noted it had already been covered with silicone tape. Log files were submitted for review and captured routine events. From the images submitted the damage appeared to be cosmetic only. A system controller exchange was recommended. The system controller was not exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.